Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The suction tube was cut by the customer. The device will be sent to the manufacturer for further testing. Manufacturing investigation results for vapr tripolar 90 suction elect: the device was returned in its original packaging. The tip is used, tissue debris inside the active tip, scratches visible on ceramic and return tube. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, procedural residue visible in suction tube. Misuse, suction tube cut off. Suction valve/clamp received in closed position. Electrical checks: the device failed the cut return continuity. Functional checks: the device failed the flow rate test before and after activation. The device failed the ablation function on handswitch and foot switch activation modes. The customer reported that "could not cut. It was reported that during the operation, the device could coagulate but could not cut." Tripolar 90 electrode failed both, electrical and functional tests so the complaint can be substantiated. Further investigation revealed that the return wire connector was disconnected from the cut return wire and not fully secured in the connector slot. This is the likely cause of the cut return continuity failure. A similar type of issue was examined in CAPA. To investigate the cut return continuity failure, the device was opened and inspected. During further investigation, it was found that the return wire connector was disconnected from the cut return wire and not fully secured in the connector slot. This failure mode is consistent with that investigated in CAPA. This fault has likely been caused by a poor connection of the idc connector into its location feature. It is possible the idc connector wasn't pushed sufficiently onto its location feature. Tripolar electrodes are 100% electrically and functionally tested which will detect the majority of failures. A very small proportion of failures could potentially pass through to the field if an intermittent connection was being made which deteriorated further post-manufacture. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Event description:
It was reported that during service and evaluation, it was determined that the vapr tripolar 90 suction elect device it was observed that the suction tube was cut off, the device failed the cut return continuity, the flow rate test before and after activation, and ablation function on hand switch and foot switch activation modes. It was noted in the service order that during a rotator cuff repair surgical procedure the device could coagulate but could not cut. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.